Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material inside the kit was inconclusive due to the sample condition. The product returned for evaluation was a letter on white paper. The following message was written, ¿this sticky plastic was stuck to the inside of the blue cover that contains the PICC. I had to peel it off. Who¿s paying for the kit? Not the patient. Wdc¿ taped to the bottom of the letter was a crumpled, irregularly shaped, transparent foreign object. The foreign object appeared to be tape or a tape like substance. Tactile evaluation of the returned object confirmed that one side of the foreign substance was tacky. The returned object was approximately 0.6¿ long and 0.4¿ wide at the longest and widest points. Microscopic examination of the foreign object revealed reddish brown fibrous material adhered to the sticky side of the foreign object. Based on evaluation of the returned foreign object, possible contributing factors include contamination during the manufacturing process or after the kit had been opened. Because the kit had been opened, it cannot be concluded when the object entered the kit. A review of the manufacturing documents for this lot did not reveal any deviations or issues associated with the reported event regarding materials, manufacturing, packaging, or the quality control inspections. All necessary inspections were performed throughout manufacturing and packaging. The lot met all release criteria. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "staff found a small plastic piece broken off in a 5fr triple lumen kit when they opened it this past weekend. They threw the kit away but they saved the plastic piece."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn2140 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn2140) have been reported from the same facility.

Event description:
It was reported "staff found a small plastic piece broken off in a 5fr triple lumen kit when they opened it this past weekend. They threw the kit away but they saved the plastic piece."